Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. The recipient's symptoms have improved. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues with or without device use. The recipient presented with nausea, dizziness, and headaches with device use. The recipient is reportedly an inconsistent user. Programming adjustments were made. The recipient's magnet strength was reviewed and reduced, moleskin was introduced. The recipient was prescribed pregabalin cream.